Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was dropped to over 400 mg/dl at time of incident and dropped to 40 mg/dl. Customer reported they feel okay to troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had insulin flow block. Customer stated that the insulin exited customer treated with injection. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.